Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the right coronary artery (rca). The 3.50x32mm taxus liberte stent delivery system (sds) entered the patient one time. When physician was pulling negative, blood entered into the syringe and it was noted that there was a balloon rupture. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
Pt: 18 years or older. Visual and microscopic examination of the returned stent delivery system (sds) revealed a pinhole and tip damage. The pinhole was observed at the proximal markerband area of the balloon. The tip was slightly flared. There was no damage observed with the crimped stent or shaft of the device. Solidified blood and contrast media were present within the balloon and inflation lumen, indicating that the device was used in vivo and the device was prepped for use. The returned sds was connected to an encore inflation unit. The inflation device was slowly pressurized to the nominal pressure of 8 atmospheres and the balloon expanded despite the pinhole. The stent also deployed during inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).